Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of angina, thrombosis and myocardial infarction are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2023 one 4.5x18 mm xience skypoint lv stent was implanted in the right distal coronary artery (rca). On (B)(6) 2025 the patient had chest pain that partially resolved with natispray. The patient was diagnosed with a lower st elevation myocardial infarction (mi). This was the patient's third episode of in-stent occlusion/mi. Thromboaspiration was performed to treat the in-stent occlusion in the rca. The patient returned home on (B)(6) 2025. The patient has had prior mis that were previously filed under MDR 2024168-2024-11769-00 and MDR 2024168-2025-01573-00. On (B)(6) 2025, the patient had another mi. The patient was re-admitted to the hospital with recurrent constrictive chest pain, similar to previous episodes. The pain was partially relieved with nitrate medication. Troponin levels were elevated at 115 ng/l, then 145 ng/l. The patient was transferred for treatment of acute coronary syndrome without st segment elevation (nstemi) under dual antiplatelet therapy. Diagnostic imaging was performed on (B)(6) 2025 which showed new stent thrombosis in the distal rca with extensive thrombus. The decision was to treat with medical therapy only: continuation of dual antiplatelet therapy and introduction of bisoprolol and increase in nitrates. No additional information was provided.